Event description:
The pt experienced bleeding from the lvad outflow graft. There was also lvad sensor failure, requiring use of a strobe sensor convertor and changing pt to a fixed mode of operation. He was taken to the operating room, but all efforts to revive the pt were unsuccessful. He expired 11/5/97, secondary to bleeding.